Manufacturer narrative:
Corrected data: lot number is corrected to 90337-14115. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from six months prior to pi open date ((B)(6) 2016) and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, analysis could not be performed. The concomitant sterrad® 100 nx cycle passed during use of this suspect tyvek® roll. The customer indicated that subsequent cycles with this lot of tyvek® rolls passed specification; the chemical indicator changed color correctly. Additional information on the unit was requested of the customer, but has not been provided. Further investigation could not be performed on the unit. The assignable cause of the issue could not be verified as the product was not available for analysis. However, it is unlikely the issue is related to the tyvek® pouch as DHR passed specification and lot history for this device did not exceed trending. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is tyvek® roll with sterrad® chemical indicator. Common device - the correct common device is self seal pouch. Catalog number - the correct catalog number is 12407. Lot number - the correct lot number is 77674. Expiration date - the correct expiration date is unknown.

Event description:
An international customer reported the (B)(6) roll with sterrad® chemical indicator did not change color correctly after a completed sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of (B)(6) pouch with sterrad® chemical indicator not changing color correctly.